Event description:
The customer reported the system would not boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system interface board and the generator interface board will be replaced.